Manufacturer narrative:
Device not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's hip was revised because the head came off of the stem. When the liner was removed the cup was also found to be loose.

Event description:
The patient's hip was revised because the head came off of the stem. When the liner was removed the cup was also found to be loose.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. A supplemental report will be submitted upon completion of the investigation.